Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: a review of the black box indicated rebooting had occurred. There was no evidence of physical damage to the battery cap or battery compartment. The battery cap secured properly to the pump and the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence and 24-hour duration testing with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint of a power issue could not be duplicated on investigation.